Event description:
The customer reported that the system was failing to properly save pt image data. No pt or user injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The sbc and system hard drive were evaluated and replaced. The system was tested and found to be working as intended and returned to service.